Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97740, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a MRI technician regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient was having an MRI but it was unknown if the procedure was due to a problem with the device or therapy. Symptoms were reported and were related to the device or therapy. The caller stated that the device no longer works beginning around a month ago; meaning both the implant and the patient programmer. Technical services said that the caller could contact the patient¿s managing healthcare professional (hcp) to see if they have the patient¿s eligibility on file. No further complications were reported/are anticipated.